Event description:
Information received by medtronic indicated that the insulin pump got wet and frozen display that was not working. Customer stated that the insulin pump was exposed to fluid and buttons were not responding. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Software version 5.2a. Retainer ring = black. On (B)(6) 2022 the customer reported moisture exposure. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button, scratched case. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool confirms that a pump error 35 occurred on (B)(6) 2022 @ 16:38:00. The case was cut open. After visual inspection, there is corrosion on/around the following: keypad flex cable terminal; pcba1--j7, j6, j1. The force sensor zero offset measured out of spec = 10.2 mv. In summary, the customer¿s report of moisture exposure was confirmed during testing. The critical pump error (open book image) alarm and the pump error 35 are due to a broken force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.